Event description:
The valve was explanted due to the posterior leaflet "stuck" in a closed position secondary to thrombus on both sides of the valve. There was no evidence of infection or severe pannus formation. The anterior leaflet was normal. The valve was replaced wtih a 29mm ats valve. The aortic valve was also replaced at this time (mv-1211).